Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient¿s ilet pump would not complete a rewind of the insulin cartridge, consistent with a device alarm indicating an insulin shaft encoder failure, while the patient experienced elevated glucose and did not use backup insulin therapy. Symptoms included hyperglycemia with a reported peak of 269 mg/dl and readings above range for approximately two and a half hours. Outcomes included no health consequences or impact and no medical intervention. Investigation included communication with the user and analysis of information provided by the user. Investigation of the returned device revealed a mechanical problem related to the reservoir assembly, consistent with a failure to disconnect and an insulin shaft encoder malfunction during rewind.